Event description:
The pump has been returned and was evaluated on (B)(6) 2012 with the following findings: the force sensor was out of calibration reflected by high resistance and the force sensor was noted to be contaminated. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated on (B)(4) 2012 with the following findings: review of the black box and download history revealed several loss of prime warnings and one "no cartridge detected" warning that was not reproduced during testing. On testing, an ez-prime function was attempted and failed due to intermittent loss of prime warning. Further testing was not able to be performed due to the pump's inability to hold prime. The force sensor was tested and was found to be out of calibration. The pump was opened for investigation and revealed contamination on the force sensor. Recall #2531779-03/24/2010-003-r.